Manufacturer narrative:
Behavior could not be duplicated: therefore, no action is possible.

Event description:
The device was undersensing. The rep. Faxed the strip, but no undersensing was noted. The pacer appeared to be pacing greater than mpr.